Manufacturer narrative:
The company rep observed that the "leak in the iab circuit" alarm logged in the alarms log but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was not returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the iabp generated a "leak in the iab circuit". The iabp was replaced and therapy was continued.